Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in the proximal end of its body and tool marks on the distal end. In addition, a hole in the middle of the component along with broken fabric threads were identified and noted as sharp instrument damage. The second cylinder exhibited tool marks in the middle and distal end of its body, along with two small holes in the outer tube of the middle section of the component, consistent with sharp instrument damage. No leaks were identified in the second cylinder. The pump was microscopically inspected, and leak tested. The component did not pass activation testing during functional evaluation and, upon microscopic inspection, it was noted that the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the right cylinder had a hole. The cylinder and the pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the right cylinder had a hole. The cylinder and the pump were removed and replaced. There were no patient complications reported.